Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was not able to be interrogated with the communicator. Then, with an in person interrogation, codes were observed related to internal ICD shorts. The battery capacity was depleted. The tachy therapy was turned off and the device was recommended to be explanted. The ICD was explanted along with the right atrial and right ventricular leads. The ra lead was explanted as it was damaged while removing the rv lead. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was not able to be interrogated with the communicator. Then, with an in person interrogation, codes were observed related to internal ICD shorts. The battery capacity was depleted. The tachy therapy was turned off and the device was recommended to be explanted. The ICD was explanted along with the right atrial and right ventricular leads. The ra lead was explanted as it was damaged while removing the rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was reported to be damaged during explant procedure of the rv lead. The complaint device was not returned by the customer; therefore, no product analysis could be performed. Therefore, no further actions are considered necessary and the complaint investigation conclusion code is unintended use error caused or contributed to event. This investigation will be updated should further pertinent information be provided.